Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 924256, lot# 082232716a, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type accessory.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that the base of the stimloc did not mesh with the clip and could not be attached. The hcp noted that the lead was softly clamped but failed to be fixed as normal. Furthermore, after the incision was closed, fluoroscopy showed that the lead was dislocated. An attempt was then made to unlock the stimloc but the lead cap detached and fell into the non-sterile field. As a result a new lead cap was used, with the base and support clip continuously used. It is unknown if the stimloc was related to the lead issue or if there were any environmental factors related. The event was unresolved at the time of the report. No patient symptoms were alleged and no further complications are anticipated.

Manufacturer narrative:
Analysis of the accy stimloc burr hole cover (B)(4) found no anomalies. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative via the hcp reported that the lead was successfully moved to the correct position. It was noted that the cause of the stimloc not being able to mesh with the clip was undetermined. No patient symptoms were alleged and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.